Event description:
It was reported that the doctor was trying to cut bone and the instrument cracked in half. No patient injury was reported. The reported product code was 230-240. The manufacturer confirmed the correct product code should be 230-261, after conducting the investigation. The manufacturer also reported, that they could not determine the exact cause for the jaw breakage and that the production record record and hardness testing of the returned instrument indicate compliance to the specifications.